Event description:
Upon trying to reconnect the secondary tubing to the primary line, the nurse noticed that where the secondary line connect to the primary line was broken. Tubing was replaced and no injury to the patient occurred.